Manufacturer narrative:
The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered. The ipg then communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed autotest. The root cause of the battery depletion was unable to be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.